Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when she woke up to change the site she noticed an insulin leak. Customer stated that there was liquid where the tubing and reservoir meet and the reservoir compartment. Customer believes that she was not getting insulin. Customer mentioned waking up with high blood glucose readings. Customers blood glucose readings at the time of the incident were 342 mg/dl. Through troubleshooting it was noted that the rubber septum was wider than normal. Self test was also performed and passed. Product is returning for analysis.